Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as there was no fluid. A surgical procedure was performed during which the device was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1000086341. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).